Event description:
The reporter stated that prior to use, it was observed that the inner sterile foil pouch had a tear in the packaging. Fluid was noticed on the inside of the box. No tears or holes were found on the external box or outer plastic pouch.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.